Event description:
The pt was on cpb when a sudden loss of venous drainage occurred. Venous drainage was unable to be established. Within 1-2 minutes air traveled from the venous reservoir into the venous line and possibly into the pt.